Event description:
The customer reported a loss of fluoroscopic x-ray functionality. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.